Event description:
On (B)(6) 2025 (11:45 am pst), the patient¿s caregiver called after receiving an ¿unable to proceed¿ alert during a meal announcement while in the middle of a supply change. Tubing was changed that day; other supplies were changed the day before. Patient¿s blood glucoses (bgs) were elevated at 387mg/dl at the time of the report; caregiver reported patient had eaten caramel corn and removed previous site. Patient has dementia. No additional alerts noted in notifications and no other medical intervention was required. Agent guided caregiver through removing all supplies, performing a dry run, and then completing a full supply change, which successfully resumed delivery. Agent recommended replacing all supplies together (not just tubing).